Event description:
In 2021, a physician contacted technical services (ts) for an evaluation of device data and review of x-ray imaging concerning a subcutaneous implantable cardioverter defibrillator (s-ICD) and its electrode. Ts reported that the x-ray at the time of implantation showed the electrode was not optimally placed, oriented laterally to the left rather than towards the patient's head. The sense b was not at the expected xyphoid level, with a suspected probe fracture. They recommended further testing to verify the electrode's correct positioning. It was observed that the electrode was bent at a 90-degree angle, which restricted the use of all vectors except the primary vector, and they advised that the electrode should be repositioned promptly. The device and electrode remained implanted. No adverse patient effects were reported. New information has been provided: a patient with chronic atrial fibrillation (af) reported that during a follow-up appointment, retesting revealed noise in all three vectors, at rest and during myopotential exercises, yet no noise was detected during probe and housing palpation. X-ray analysis verified the electrode's suboptimal positioning with a distinct lateral left orientation, diverging from the correct alignment towards the patient's head. Additionally, there was a significant change in angle at the lodge level since the implantation. Technical support suspected an issue with the device-to-electrode connection. The technical support consultant advised ongoing vigilant monitoring of the patient. The device and electrode remain implanted without any adverse effects reported on the patient.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.